Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, flat creases, wear abrasion, crack valve, and one opening curved on the valve bond edge. Leak test and microscopic analysis was performed which identified, crack valve and one sharp opening on the valve bond edge. Based on the device analysis the final assessment is a sharp opening on valve bond edge (anterior) assessed as an unidentified (tear) opening and cracked valve seat diaphragm valve.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, d.9, h.3, h.6.

Event description:
Device has been explanted.